Event description:
It was reported that an external fluid leak was observed from the access line of a prismaflex m100set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. The visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. Functional air leak testing was performed (2 bar pressure) and a leak was observed at the level of the access line post pump due to a hole. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the tubing perforation was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.